Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. Customer's blood glucose value was 489 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as vomiting. Customer was alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the insulin pump passed the high performance test. Customer experienced other relevant blood glucose values such as 400 mg/dl, over 300 mg/dl, and 418 mg/dl the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device received with cracked belt clip slot and cracked reservoir tube lip. Device passed the dat test at 0.0872 inches. (B)(4).